Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak near the hub. A search of the complaint handling database was performed and there were no other complaints identified from this lot related to hub leaking issues. A search of the lot history record for this specific lot indicated no related non-conformance records. Based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was related to the hub assembly method used during manufacturing. Corrective and preventive actions were implemented and demonstrated to be effective. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an internal fistula located in the left radial artery that was mildly tortuous, mildly calcified and 70% stenosed. The armada 35 8.0 mm / 40 mm / 80 cm percutaneous transluminal angioplasty catheter was being used for dilatation when the balloon ruptured at 8 atmospheres. Another same size armada was used to complete the procedure. The device was prepped according to the instructions for use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.